Event description:
It was reported to st. Jude medical that lead noise was displayed on both the atrial and ventricular channels. Inappropriate high voltage therapy was delivered as a result of the noise. The noise on both channels appeared characteristic of a metal fracture; however a fracture was not confirmed. The st. Jude medical rep later reported that the atrial and ventricular leads were explanted and replaced, and the ICD electively replaced.